Event description:
The patient's (pt's) impella cp device alarmed suddenly with "impella stopped". Recommendation of impella is a complete pump exchange. Attending notified and decision to place on va ECMO [venoarterial extracorporeal membrane oxygenation] due to impella pump failure. Vasopressors and inotropes started as pt's map [mean arterial pressure] dropped to the 30's. Perfusion contacted, and vascular surgery contacted for emergent operating room following cannulation. Impella device failure led to the pt's intubation, ECMO cannulation, and emergent or for removal of the impella pump. The patient required immediate ECMO placement with va ECMO, this has delayed his ability to get a lvad [left ventricular assist device] which patient was in the middle of being worked up for, while on va ECMO has now developed a gi [gastrointestinal] bleed (secondary to being on ECMO) and will likely have to be terminally extubated. No indication that it was anything other than a sudden failure of the device, no warning was found, no changes in the readings to indicate that this could happen soon. Impella representatives are aware and also stated that it is a mechanical failure.